Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead helix would not extend. It was noted that the helix was extended once initially for fixation and then retracted to relocate the lead to improve r-wave sensitivity. The lead would not extend again during fixation. A second toque tool was used and again the helix would not extend. The lead was not used, and another lead was used for implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix exceeded specification the number of turns to extend and retract. The analyst not ed the helix did not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.